Event description:
It was reported that the product came in two pieces, and it appeared that the tubing was broken within the package..

Event description:
It was reported that the device was explanted after an implant duration of approximately 119.2 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device evaluation - customer report was confirmed. Rec'd (1) vamp jr. System. System appeared not used. Both vented caps were still attached at both proximal and distal ends of the system. Pediatric tubing was completely broken from solvent bond joint with sample site. Rough surfaces were observed at broken tubing ends. Site.